Event description:
Additional information received reported the patient was possibly scheduled to return to the operating room on (B)(6). The health care provider (hcp) was still draining the seroma at the pump pocket and wanted to put in a mesh pouch, which the hcp thought would help. It was later reported the patient was going to the operating room for the seroma on (B)(6) 2014. The drug was noted to be morphine, not dilaudid.

Event description:
It was reported that the patient had a seroma the week prior to the date of this report per the health care provider (hcp) and they had been aspirating. Then, ¿started dripping from back incision¿. The hcp decided to take the patient to the or (operating room) the day prior to the date of this report and that was the first time the device manufacturer representative knew of it. It was also reported that migration/dislodgement occurred specifically with the anchor. Actions required as a result of the event consisted of a revision; the anchor was not advanced all the way into the tissue, it was pushed in/re-advanced and re-sutured in place. The hcp verified by aspiration through the cap (catheter access port) that they had good flow. It was also reported that no further csf (cerebrospinal fluid) leak was noted at the site. Additional patient symptoms associated with the event were listed as drainage/incisional wound opening of the catheter track and less than 50 percent therapy relief. There was no diagnostic testing or troubleshooting performed. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver dilaudid. It was later reported that the device manufacturer representative hadn¿t heard anything from the hcp either way regarding patient outcome but noted that was usually good news. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).